Manufacturer narrative:
The field service engineer found a hole in the vacuum tubing on the rinse mechanism nozzle. He repaired the vacuum line for the nozzle and cleaned the water check valve. The customer ran qc and accepted all results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable alb-t tq gen.2 (microalbumin) results for urine samples from the cobas 6000 c501. Patient 1 initial result was 3.7 mg/dl, and the repeat result was 0.4 mg/dl. Patient 2 initial result was 7.8 mg/dl ad the repeat result was 0.1 mg/dl. The customer did not know if any erroneous results were reported outside of the laboratory. The initial results were generated using an unknown reagent lot. The repeat results were generated using reagent lo:t 669735 with an unknown expiration date.